Event description:
On (B)(6) 2013, at (B)(6), it was identified that the tip of cannula (lot 92086814) was not smooth and there is a "hair" hanging from the tip. (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) confirmed the complaint event. According to the final statement dated (B)(6) 2013, the error can be determined as a human failure. The root cause of the event was too high of a force effect on the cannula during assembly. The operators have been informed of this complaint. As a corrective action, the control procedure has been revised and the operators have been trained on the revision. (B)(4).